Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas stopped insulin dosing after the system had been in blood glucose (bg) run mode for approximately 72 hours due to dexcom g7 sensor malfunctions, leading the user to enter manual bg values until dosing ceased. Symptoms included potential risk of hyperglycemia due to interruption of automated insulin delivery, though no adverse clinical symptoms were reported. Outcomes included device interruption requiring transition to backup insulin therapy and continued bg monitoring by glucometer. Investigation included customer interview and troubleshooting with education on system behavior and workflow, including guidance to shut down and recharge the pump and to resume therapy when a working sensor is available. Investigation of this case revealed the device functioned as designed by ceasing automated dosing after the bg run time limit without a working sensor. It was concluded that no device malfunction occurred and that the event was related to known system behavior in the absence of a valid cgm sensor.